Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) was delivered from the cartridge with a crack from the periphery going inward. Iol was cut and removed from eye. Loading technique was appropriate, advancing iol in folded position and tunnel reported no resistance. Viscoelastic was used and the dwell time during the device preparation was approximately one minute. No manipulation was required to deploy the device. Surgery was completed in same procedure. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/5/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on and found the plunger rod fully advanced, with viscoelastic residue not observed to be evenly distributed throughout the cartridge. The cartridge and cartridge tip were damaged; the cartridge tip was slightly bent. No issues were observed with the lens module and device assembly. The plunger rod was observed to be bent. The lens was received cut in half and coated in viscoelastic residue. The lens was cleaned revealing the lens was damaged. No further evaluation was performed. Conclusion: the complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.